Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a week after the previous revision. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500/m365sc2218500, model: sc-2317-50/sc-2218-50, serial: (B)(6), batch: 5131397/7137401.

Event description:
It was reported that patient was unable to charge the ipg after a previous revision where in electrocautery was used. It was also reported that one of the patients implanted lead had high impedance. The patient underwent an ipg and leads replacement procedure and was doing well postoperatively. The explanted devices were retained by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.